Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's therapy connection was intermittent and the device was unable to deliver defibrillation energy due to the intermittent connection. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.